Manufacturer narrative:
Results: severely tortuous and calcified arteries. Conclusion: severely tortuous and calcified arteries. Requires secondary intervention.

Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2002. The aneurysm measured 55 mm in diameter at the time of implant, and the vessel were excessively tortuous with little calcification. It was reported that recent images showed the bare springs separated from the remainder of the stent graft and the aneurysm has enlarged to 70 mm. Endovascular intervention is planned; however, none has been performed and the patient is being monitored. No additional clinical sequelae were reported.